Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The service technician confirmed during testing that the blender is out of specification. The blender was out of specification by 18%. The device has not been received by carefusion.

Event description:
The service technician reported the model ltv (lap top ventilator) 1200 ventilator o2 blender was not within specification. Solenoids 1 and 2 are not within the specific ranges. No patient involvement.